Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before a proximal gastrectomy procedure, the nurse had noticed that there was an extra needle in the packet which was expected to only have one needle and a suture attached to it. The product was not used in patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of sixty seven devices. The visual inspection of the open samples noted thirty needles and twenty-nine sutures in a retainer. One of the needles were detached from the suture; suture not returned. The visual inspection of the sealed samples noted no abnormalities. Pmv could not confirm that there was an incorrect quantity of needles out of packaging because the sealed samples that were opened did not have incorrect needles. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.